Manufacturer narrative:
Although the customer did not complain of a product problem relative to their event, analysis revealed missing segments upon the meter's return for investigation. As per the user manual, the user is advised to cease use of the meter and to call customer service should they encounter missing segments when performing a screen check each time the meter is turned on.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
On (B)(6) 2011, during a customer service call for another issue, a customer reported what he described as a "diabetic coma" on an unspecified date in (B)(6) 2010. The customer had not previously reported this event. The customer stated "while he was using the precision xtra meter he fell into a diabetic coma. He doesn't remember if he was having a readings or any other type of issue at that time." The customer did not remember the exact date of the event. The customer reported he experienced a loss of consciousness and was transported by paramedics to a health care facility. He reported a diagnosis of hypoglycemia and a change to his insulin dosage, but doesn't remember any other treatment information. The customer also reported attempting to self-treat to counteract the event but doesn't remember the medication(s) he used. There was no report of death or permanent injury associated with this case.